Event description:
Affiliate reported that after implantation, the device was broken at the transducer connection. The product was removed from the patient. It is not clear if monitoring was discontinued or if the device was replaced.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Evaluation in process.

Manufacturer narrative:
Upon completion of the investigation it was noted that this device was evaluated by the supplier. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the catheter, sensor, and sensor case are missing. The catheter was broken off at the connector. No testing was possible. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.